Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that far p-wave oversensing was seen on a recently implanted device. Diagnostic imaging was recommended. Programming changes were made. The patient was asymptomatic.